Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated revision procedure for the competitor lead, the pacemaker had a connection issue and could not connect with the lead. The device was removed and replaced, and the patient was stable post-procedure.

Manufacturer narrative:
The complaint of a connection issue was not confirmed. The right atrial port of the header exhibited procedural damage, but the set screw could tighten. The device was tested on the bench and no anomalies were found.